Event description:
A male with cerebrovascular disease, hypertension, and non-serious pulmonary disease, underwent aaa repair in 2007. The pt's anatomical form was considered suitable for endovascular repair and the procedure was followed as prescribed. At the 2007, follow-up, there was no endoleak. On the event date, the follow-up revealed a suspected type iii endoleak. The size of the aneurysm was the same as the previous follow-up. No additional procedure was performed at that time. Six months later, the size of the suspected type iii endoleak revealed that the aneurysm was 4mm larger than the previous follow-up and an additional procedure was planned. The additional procedure was performed about three weeks later. The physician suspected the type iii endoleak to be located at the connection of the right iliac leg graft. He ballooned the site but as of 2008, the pt's condition was not changed.

Manufacturer narrative:
Event eval: still under investigation.